Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were dry and caused the patient bleeding. No medical intervention required.

Event description:
Holdvs 06-05